Event description:
Customer reported issue with usb port on device, indicating it was cracked and unable to charge pump. There was no information regarding any impact on customer's blood glucose level. Awaiting return of pump for inspection; replacement pump.